Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and no issues were identified. Customer replaced pump supplies and resumed insulin.